Manufacturer narrative:
Unit passed the displacement test. Active current measurement within specifications. Unit received heating up device anomaly noted due to moisture damage on electronics assembly. However, unit received with high sleep current measurement due to moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. The history was download successfully using thus software. The power management tool confirmed the unloaded voltage (ul lith) and loaded voltage (loaded lith) was out of spec range. Detailed trace analysis confirm power loss alarm on 10/16/2023 07:15:25:000 pm and charge battery alarm on 10/17/2023 06:15:00:000 pm due to moisture damage. Backup battery unloaded or loaded voltage (ul lith) did drop below 3.5v for consecutive 240 minutes. Unit received with cracked case corner of belt clip rails. The unit p-cap / test reservoir locks in place properly. Unit was confirmed for power loss alarm, charge battery alarms and device heating up due to moisture damage on electronics assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a short battery life and the customer received a replaced battery alarm. The customer stated that the battery was warm and the whole pump was warmer. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.